Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the chronic competitor right ventricular (rv) lead could not be sufficiently inserted into the header so high impedance and loss of pacing occurred. Another device was sued to complete the procedure with restored pacing and normal impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.